Manufacturer narrative:
On 4/14/2020, biosense webster inc. Received additional information indicating there were four (4) additional concomitant products used during the procedure. The 4 items have been added to the d11. Concomitant med. Products field. Device evaluation details: on 4/17/2020, the device evaluation was completed. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 3/30/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis observed there was no physical damage. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. There was no effusion noted at the beginning of the procedure. During the case, they had been mapping a premature ventricular contraction (pvc) for a while when the physician decided to start mapping an atrial flutter. The physician decided to ablate around the perimeter of the left atrial appendage (laa) and delivered some lesions to the interior of the appendage as well. Anesthesia notified the physician that the patient¿s blood pressure was unstable and dropped to 70/50. The physician checked the laa and confirmed a perforation and subsequent effusion, this was confirmed by the intracardiac echocardiography (ice) soundstar catheter. Reminder of the procedure was aborted. Pericardiocentesis was performed and about 1200 ml of fluid was removed. The patient was admitted overnight to the intensive care unit (ICU). Extended hospitalization was not required as a result of the event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related; the perforation of the laa occurred due to repeated ablation and probing. Transseptal puncture was performed during the case with an unknown transseptal needle. A total of 86 lesions were delivered; however, it is unknown how many lesions were given in the laa. There was no evidence of steam pop during the ablation. The catheter irrigation was set within normal flow rate. No error messages were observed on any bwi equipment. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3mm for 3s for range, 25% force over time (fot) over 3g tag size. No additional filter was used with visitag. Surpoint was used prospectively as color option.